Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (mw5041523) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) -2008. The consumer stated that since insertion she started experiencing multiple symptoms that she believed were tied to essure. She had gained an incredible amount of weight/ she never weighted so much, including being full term pregnant. She had mood swings, depression which led to hospitalization, exhaustion, headaches, and chronic back pain and joint pain. The back pain was the point that she had seen a pain management specialist and had multiple procedures done to little avail. She said that could not stand for more than 5 minutes without experiencing excruciating back pain. She took tylenol arthritis. An injury (disability or permanent damage) was mentioned but not specified and /or assigned to one of the events. The product technical complaint (ptc) investigation and final assessment were received on (B)(6) 2015. The bayer reference number for the ptc report is: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced depression and chronic back pain. Depression was considered serious due to hospitalization and chronic back pain was considered serious due to disability. Both are listed in the reference safety information for essure. In this case, consumer reported that she could not stand for more than 5 minutes without experiencing excruciating back pain. No alternative explanation for the occurrence of the events were provided. Considering a positive temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to hospitalization and disability. Additionally, non-serious events were added. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up from 29-sep-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced depression and chronic back pain. Depression was considered serious due to hospitalization and chronic back pain was considered serious due to disability. Both are listed in the reference safety information for essure. In this case, consumer reported that she could not stand for more than 5 minutes without experiencing excruciating back pain. No alternative explanation for the occurrence of the events were provided. Considering a positive temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to hospitalization and disability. Additionally, non-serious events were added. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.